Event description:
Pt has experienced elevated blood glucose of up to 580 mg/dl for the past 3 days. He attempted to lower blood glucose using the infusion device, but this was not successful. He then delivered insulin via pen. He believes the insulin delivery of the infusion device is inaccurate. He did not start new medication or have an infection, and his normal blood glucose is 100-130 mg/dl. The infusion device was not exposed to water or electromagnetic fields. The infusion device was requested for eval. He did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result main findings: the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. History list: the reviewed history showed, that all programmed boluses were delivered as intended. Consumables: n/a the problem mentioned by the customer could not be reproduced.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the production data shows no deviations of the specifications. Result as the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. As the product has not returned for evaluation, the complaint could not be investigated. Device was not returned.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.